Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent was stuck on the guide wire. The target lesion was located in a mildly calcified and non-tortuous left circumflex artery. A 2.50mmx24mm promus element drug eluting stent was advanced. The physician attempted to remove the device; however, it was found to be stuck on the guidewire. The physician removed the device and the guide wire. The procedure was completed with the implant of overlapping 2.75x16mm and 2.5x16mm stents. No patient complications were reported and the patient's status was stable.